Event description:
It was reported that during an acl reconstruction with meniscus suture, as the surgeon tried to cut the suture, both ts fell off simultaneously.

Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. The procedure was listed as an acl reconstruction and meniscus suture. The device is in good condition. There is no obvious disfigurement or damage to the device. The complaint said ¿as the surgeon tried to cut the suture, both t¿s fell off simultaneously¿. T1, t2 and full suture were returned. T1, t2 were freed from the delivery needle with most of the suture. The tail end of the suture was still attached to the needle track. A functional test confirmed that the device cycled and actuated successfully. There are no signs of aggressive use. No mechanical problem was found with the device returned. No further investigation is warranted.